Event description:
It was reported to philips that the system gave an alert indicating an issue with the collimator, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred during undergoing diagnosis. The procedure was completed as planned. It was reported to philips that there was collimation error. Review of the log file shows a configuration mismatch for the collimator, confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system hadn't been shut down or rebooted for over 5 days and was only rebooted once every few weeks. To resolve the issue, fse performed full shutdown and preventive maintenance (pm). After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.